Event description:
It was reported that the device operated without user activation. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the rotor assembly and the bearings.